Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: na.

Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the labels were missing. There was no report of patient impact. The following information was provided by the initial reporter: this report is about barcode label peeling. The barcode labels on two catons were peeled off.

Manufacturer narrative:
Additional information: see b5 follow up received from customer investigation summary: labels found to be peeling and or missing. This is not a product issue but manufacturing plant has been made aware.

Event description:
Occurrences changed to 2 due to 2 boxes.